Event description:
It has been reported that the surgeon experienced knot sliding issues with this device. When the knot was being advanced to secure the fixation, the suture broke. Both t's remain in the patient. The issue caused a 20 minute delay to attempt removal of the t's and gather a back-up device. A back-up device was successfully used to complete the repair.